Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for advance evaluation (ae). It was reported that the trial patient experienced bleeding at the incision site, that the bandage was red, and that they went to their primary care physician where the bandage was changed. The patient mentioned they were on antibiotics for 7 days. They reported they ¿took it later in the evening last night than normal¿ and was drinking more ¿due to it¿ so it could be why their void frequency was higher yesterday. It was unknown if the issue was resolved. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.